Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: uterus/ migration of essure device location of device: right essure coil in right cornu, uterus'), embedded device ('one of my coil had lodged in my uterus'), pelvic pain ('pain :pelvic'), multiple system atrophy ('msas'), mast cell activation syndrome ('allergic or hypersensitive disorder and autoimmune disorder :mcas') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included uterine bleeding. Concomitant products included memantine hydrochloride (condomania) and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal chronic"), multiple system atrophy (seriousness criterion medically significant), mast cell activation syndrome (seriousness criterion medically significant), fibromyalgia ("autoimmune: fibromyalgia"), migraine ("migraines / headaches"), ill-defined disorder ("illness"), mobility decreased ("mobility issues"), pelvic floor muscle weakness ("pelvic floor dysfunction"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), panic disorder ("panic disorder"), endometriosis ("endometriosis"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), colitis ("surprise rise colitis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), confusional state ("mental clarity"), feeling abnormal ("fog") and pain ("pain - everywhere after coil placed.") And was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy,tubal ligation (B)(6) 2018 and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, abdominal pain, multiple system atrophy, mast cell activation syndrome, fibromyalgia, migraine, ill-defined disorder, mobility decreased, pelvic floor muscle weakness, genital haemorrhage, female sexual dysfunction, anxiety, depression, panic disorder, endometriosis, dizziness, allergy to metals, dysmenorrhoea, uterine leiomyoma, fatigue, weight increased, colitis, vaginal haemorrhage, menorrhagia and pain outcome was unknown and the pelvic pain and confusional state had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, colitis, confusional state, depression, device expulsion, dizziness, dysmenorrhoea, embedded device, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, genital haemorrhage, ill-defined disorder, mast cell activation syndrome, menorrhagia, migraine, mobility decreased, multiple system atrophy, pain, panic disorder, pelvic floor muscle weakness, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per summon insertion date: (B)(6) 2014. There were 2 coils visible on the left fallopian tube, and 0 from the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain, abdominal pain, depression, migraines, anxiety, colitis, panic disorder, endometriosis, dysmenorrhea and fibromyalgia . Quality-safety evaluation of ptc: unable to confirm complaint. . Most recent follow-up information incorporated above includes: on 8-nov-2019: pfs and mr received- new events genital bleeding, msas, apareunia (inability to have sexual intercourse), anxiety, depression, panic disorder, mcas, malposition of essure device location of device: uterus/ migration of essure device location of device: right essure coil in right cornu, uterus, endometriosis, dizziness, nickel allergy, dysmenorrhea (cramping), fibroids, fatigue, weight gain, surprise rise colitis, abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), mental clarity and fog were added. Reporter and patient demography added. Medical history and concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal chronic"), fibromyalgia ("autoimmune: fibromyalgia"), migraine ("migraine"), ill-defined disorder ("illness"), mobility decreased ("mobility issues") and pelvic floor muscle weakness ("pelvic floor dysfunction"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, fibromyalgia, migraine, ill-defined disorder, mobility decreased and pelvic floor muscle weakness outcome was unknown. The reporter considered abdominal pain, fibromyalgia, ill-defined disorder, migraine, mobility decreased, pelvic floor muscle weakness and pelvic pain to be related to essure. The reporter commented: per summon insertion date: (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received: case is upgraded to incident. Previously reported event ¿injury to herself¿ was coded to more specified events ¿pain: pelvic, pain: abdominal chronic, autoimmune: fibromyalgia, migraine, illness, mobility issues, pelvic floor dysfunction and plaintiff did not underwent for essure confirmation test¿. Reporter, demographics; essure indication (amended), essure insertion/removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.